Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had an unexpected refractive outcome, and a lens repositioning was planned. In a follow-up, the technician reported that the surgeon repositioned the lens and the pt was ¿thrilled with her outcome of much improvement.¿ additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/23/2012 and 03/02/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).